Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿capsular contracture,¿ baker grade not provided, ¿anxiety,¿ ¿chronic pain¿ ¿heat sensation,¿ ¿rashes,¿ ¿itching¿ and ¿swelling.¿

Event description:
Patient representative reported patient experienced ¿capsular contracture,¿ baker grade not provided, ¿anxiety,¿ ¿chronic pain¿ ¿heat sensation,¿ ¿rashes,¿ ¿itching¿ and ¿swelling.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ ¿depression,¿ ¿chronic insomnia,¿ ¿nausea on an ongoing basis,¿ ¿panic disorder, ptsd, significant weight gain, irritable bowel, chronic headaches, chronic gastrointestinal upset and reflux¿ and ¿disfigurement, disability;¿ these events not related to the device. Device was explanted. This record is for the left side.